Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13489. It was reported the patient had developed a full body rash when she had turned her stimulation on for the first time after her implant surgery. The patient¿s physician treated the patient with cortisone shots. Several weeks later, the patient developed another full body rash when she had turned her stimulation on again. It was noted when the patient¿s stimulation is off, she does not have a rash. Follow-up info identified the patient¿s physician opted to remove the pt¿s entire scs system. Add¿l follow-up pending.